Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer received an error 7 message on her precision xtra meter due to expired test strips, and reported she was unable to test and experienced hyperglycemic symptoms. She was seen at a local hosp, diagnosed with hyperglycemia and treated with an IV (solution unknown), "diabetic pills" and a "heart monitor." There was no further info given to clarify the treatment rendered at the hosp. There was no report of death or permanent impairment associated with this case.